Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) misinterpreted cardiac signals and delivered inappropriate therapy. Programming changes were made. Patient condition was stable.